Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch [mr#1221934-2018-52902]. (B)(4).

Event description:
Surgeon reports that the 27 degree omnispan implant did not deploy, despite following the correct surgical technique. Rep was not in attendance. This was reported by the nursing staff at the hospital. Implant has been discarded. No adverse event occurred. Slight delay in surgery (less than 5 mins).